Manufacturer narrative:
Date of initial report: (B)(6) 2017 the incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the black insulation of the shaft pulled away from the handle of the device. The insulation did not melt, and the issue occurred after a period of use. No patient injury occurred or medical intervention required.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
One lf5644 ligasure device was received, and an evaluation of the sample confirmed the reported issue. Visual inspection found the black outer shaft had separated from the hub and had cracks. No piece had fully detached from the device. Further investigation found the damage shows signs of over flexing during use, causing the outer black shaft to crack and separate. The investigation identified the root cause of the issue to be due to misuse. The instructions for use included with this device cautions users to avoid bending the shaft. If information is provided in the future, a supplemental report will be issued.